Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which state: chapter 3 preparation and inspection ¿ section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of air/water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that no image was displayed while using the evis lucera elite colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign material clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1: (B)(6) hospital (edited in respective field due to character limitations). The device was returned and evaluated, and the customer's allegation was not confirmed. In addition to foreign material found clogging the nozzle, additional findings are as follows: due to deformation of the up/down (u/d) knob, water tightness was lost; the connecting tube had discoloration, the light guide lens had a crack, the universal cord was sticky, the suction connector and control unit were both dirty due to water leakage; due to clogging of the nozzle, water removal ability did not meet the standard value; the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction and the play of the u/d knob did not meet standard value; due to damage, switch button one (sw1) did not work, and due to dirt on the objective lens, there was a lack of image on the monitor. The following device components were found to be scratched: the plastic distal end cover, the lock engagement lever, the lock engagement knob, u/d knob, right/left knob, protector of the universal cord on the suction connector side, the suction connector, universal cord, the control unit, switch box, connecting tube, flexibility adjustment ring had a scratch, the scope connector cover unit, switch box, scope cover, and the grip. The foreign material clogging the nozzle has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. According to the customer, is was not known when the foreign material adhered to the nozzle, or whether the endoscope was immersed in detergent solution. There was no delay in the start of pre-cleaning, the air/water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, and the air/water nozzle was flushed with detergent solution.